Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to set the ipg into MRI mode due to high impedances on the lead. Surgical intervention may be pending to address the issue.